Event description:
It was reported that the patient presented for a follow up in clinic with an atrial lead that exhibited noise over-sensing causing inappropriate automatic mode switch (ams) episodes due to insulation damage. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.